Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up it was reported the symptoms resolved seven weeks post onset.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with transient light sensitivity eleven weeks following lasik treatment. The topical steroids were increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).